Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoir performed pre-fill reservoir peres9041. Reservoir passed per inspection no air bubbles anomaly was found during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated she has air bubbles in the reservoir that were a lot of champagne bubbles. After the troubleshooting, customer was to return set/reservoir back for analysis after he change being he didn't want to run insulin through the tubing.